Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that the distal conductor was distorted and stretched, there was blood/body fluid on the defibrillation conductor (not obstructed), the outer insulation was torn, the outer insulation had a cosmetic depression and the lead was stretched.

Event description:
It was reported the right ventricular (rv) lead was explanted and replaced due to medical judgment for a system upgrade. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.